Manufacturer narrative:
Please note that the exact lot number for the cordis sheath involved in this incident could not be determined. If the lot number is 30195744, the product shelf life was expired. If the lot number was 30995734, the product shelf life is current. A lot history review (lot number 30195744, catalog #501-613a) revealed that this is the first complaint of this nature that has been received for products from this sterile lot number. A lot history review (lot number 30995734, catalog #501-613a) revealed that no other complaints have been reported for this sterile lot number.

Manufacturer narrative:
A lot history review revealed that this is the first complaint of this nature that has been received for products from this sterile lot number. The product has not been received for evaluation and testing. This file is considered closed.